Event description:
It was reported to technical services on 10/27/2011 that this rv lead is oversensing. Caller also noted that lead is currently unipolar for both pace and sense. Last noise was in august and do not know what the sensing method was at that time. Rv pace uni 4.5v @ 1 msec. Rv pace bi no capture at 6.5v @ 1 msec. Isometrics also performed and only 2 "little bits" of oversensing in unipolar observed with v sensitivity @ 1.5mv. 2.9 mv rwaves. Patient is not dependent and no complaints. Underlying rhythm exists. Is the medtronic 4068 lead on implant. Patient is 85 years old. Rep will discuss next steps with md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).